Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. Pre-implant the patient required intra-aortic balloon pump (iabp) support and two unspecified inotropic medications. The patient experienced multiple post-operative complications, including two returns to the operating room (or) for bleeding, acute kidney injury treated with hemodialysis, and multiple unspecified lines placed along with prolonged intubation. The patient exhibited a spike in white blood cell count, urinary tract infection, clostridium difficile and positive blood cultures for three weeks, confirmed to be candida tropicalis. Despite triple antibiotic therapy cultures remained positive. The patient also experienced a sternal wound dehiscence. The patient experienced a peak rise in lactate dehydrogenase (ldh) to 1565 u/l (date not specified). An echocardiogram revealed a larger ventricle with the aortic valve opening each beat. Ramp echocardiography was unsuccessful in unloading the left ventricle and a thrombus was suspected and presumed to be possible infectious material. The patient was taken back to the operating room on (B)(6) 2014 for a full device exchange, washout and omental flap. A clot was visualized on the rotor along with infectious material that was found in the inflow cannula. Pathology confirmed the material in the inflow cannula was positive for candida tropicalis. Post pump exchange the patient¿s ldh level was the range of 300 u/l. As of (B)(6) 2014, the new pump was reported to be unloading the left ventricle. The patient¿s blood cultures were negative and the patient was extubated and without inotropic support. The patient is reportedly making slow progress, and remains on a fluconazole IV for candida treatment.

Manufacturer narrative:
The report of thrombus was confirmed through the evaluation of the returned device. Examination of the rotor inlet upon disassembly of the device revealed thrombus formations surrounding the bearing cup within the distal side of the inlet stator, as well as the bearing ball of the rotor. These thrombi appeared to have developed as one formation that was pulled apart as a result of the pump disassembly process. The laminated structure of these thrombi and their areas of denaturation indicate that they likely formed over an undetermined period of time while the device was supporting the patient, and could have contributed to the patient¿s elevated ldh as well as the reported power elevations. Examination of the device upon disassembly revealed depositions surrounding the bearing ball within the proximal side of the outlet stator as well as deposition lodged between the outlet stator blades. These depositions¿ lack of laminated layering indicates that they did not initially form in the outlet stator. While the origin of this deposition could not conclusively be determined, denaturation to areas of the deposition indicate that it was present while the device was supporting the patient. A root cause for the formation of the observed depositions could not conclusively be determined through this evaluation. It was communicated that at the time of the device exchange, infectious material was observed within the sealed inflow conduit. The report of infection could not be determined as the sealed inflow conduit was not returned with the remainder of the device. Upon removal of the observed depositions, the device was cleaned. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were then examined under a microscope and no anomalies were observed. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. A review of device history records showed no deviations from manufacturing or qa specifications. No further information is available. The manufacturer is closing its file on this event.

Manufacturer narrative:
The user facility medwatch report was received from the (B)(4) registry. The user facility number was not provided. (B)(4).

Event description:
Additional information was received from the (B)(4) registry stating: pt had elevated ldh for approx. 2 weeks, soft tissue over sternotomy wound broke down and it was felt her mediastinum was infected. Ramp study suggested pump thrombosis and pt went to operating room for pump exchange. In operating room, large peri vad clot and mediastinal clot were found, in addition to an inlet rotor thrombus.

Manufacturer narrative:
This medwatch report was previously submitted to FDA ((B)(4)) with MFR report # 0002916596-2014-02192. It was discovered that due to technical issues post emdr implementation, this event was submitted with a MFR report # that had already been used for a medwatch report previously submitted via mail. This resubmission of the medwatch report has a corrected (new) MFR report # in accordance with guidance received via communications with (B)(4). The approximate age of device is: 2 months. The device was returned to the manufacturer for evaluation and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the manufacturer''s investigation is completed.